Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4) product registration - correction, b5: describe event or problem - correction is required for product registration, d4, h4 and h6, d4: device identification - correction, g3: date received by manufacturer - additional information, g6: type of report - follow-up, h2: type of follow up - correction, h4: device mfg date - correction, h6: type of investigation - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.